Event description:
A peritoneal dialysis pt called fresenius tech support concerning how to program basic setting for the liberty cycler. The pt stated his peritoneal dialysis nurse changed the add diurnal uf option on the cycler to yes. The pt would like to know how to change the option to no. The pt stated he had drain alarms and problems in drain 2 of treatment the last two nights. The pt stated he had peritonitis a week ago and is on antibiotics. The pt sated he knows he is not having good drains. The pt stated the past two days he filled 2000mls off the cycler and entered that in at the time of setup. The pt wanted to know why the drain is taking so long. Tech support assisted the pt with changing the add diurnal uf from yes to no. Also provided info on the drain criteria and explained that this option is not related to the issue the pt is having in drain. Tech support advised the pt to call at the time of the alarm so we can assist with troubleshooting. The pt said he would call back tonight if he needs assistance.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed evidence of dried fluid inside of the cassette compartment. An internal inspection showed evidence of dried fluid within the recess of the bottom cover adjacent to the pump and on the heater tray. Testing found no indication of an equipment failure that would cause a fluid leak. A simulated treatment was performed and completed without failure. All functional tests passed. A review of the device history record showed no unexpected variances, adjustments or comments in the device records. A review of the complaint tracking system showed no other complaints for review of the complaint tracking system showed no other complaints for this device with the symptom codes identified in this complaint. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the pt developed peritonitis due to a break in the aseptic technique, according to the nurse's report. Peritonitis is a known complication of peritoneal dialysis; there is no report of device malfunction or cassette leak. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.